Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 12-aug-2024. Investigation summary: material #: 364314. Lot/batch #: 3087200. Bd received 1 sample and 2 photos for investigation. The sample and photos were reviewed and the customer¿s indicated failure mode for foreign matter was observed. A light brown material was found embedded in the syringe hub wall. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of embedded foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode embedded foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while preparing to use a bd preset¿ arterial blood collection syringe, foreign matter was found on the cannula hub. No impact was reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while preparing to use a bd preset¿ arterial blood collection syringe, foreign matter was found on the cannula hub. No impact was reported.